Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing the reported issue (communication error) was confirmed. In addition, the device had battery depletion and image noise was present due to a problem with the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The company representative reported to olympus, on behalf of customer, that the visera elite video system center gave a communication error. The issue was observed during preparation for use. No adverse effects to patient reported.